Event description:
"S/p b subgl infra 280cc dc gels with b malar implants for augmentation. Shortly thereafter the pt developed systemic sx's which have become disabling and progressive, these inclu arthralgias (+ am stiffness)/myalgias, paresthesias, spasms, fatigue, sleep disturbances, low grade fevers, rec bronchitis, hot flashes/sweats, headaches, b tmjd, dizziness, memory prob, sicca, sens sun/cold (urticaria), sob, costochondritis, gi/gu/menstrual irregularities. Pt otherwise healthy."